Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Device history record review revealed nothing relevant to this event. Additional information has been requested but not made available. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that the distal clavicle repair assembly, ar-2658t, lot 10031529 ((B)(4)), was being used for a distal clavicle and ac repair procedure on (B)(6) 2016. The ar-2658t includes a preloaded clavicle button for the superior portion of the plate. Also used with the construct was an ar-2270, lot 10039252, dog bone button ((B)(4)) which was attached to the construct and everything was tightened to reduce the separation. The pilot holes for the screws were created by a 3.0 mm cannulated drill. The procedure was completed successfully. A few days after the surgery, the suture pulled out of the tightrope. A revision surgery was performed on (B)(6) 2016 to remove all pieces of the implant assembly. The suture and both buttons were also retrieved from the patient. A third surgery will be necessary to reduce ac after the clavicle is healed. Bone quality: slightly necrotic.